Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the device could not be interrogated. Blue diodes of the programming head briefly lit up, then no light was visible. The physician suspects that the device has reached the end of life and would like a confirmation. The device was explanted and returned for analysis. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the device could not be interrogated. Blue diodes of the programming head briefly lit up, then no light was visible. The physician suspects that the device has reached the end of life and would like a confirmation. The device was explanted and returned for analysis. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).